Manufacturer narrative:
The insulin pump was received with unresponsive up arrow respond due to flattened button dome switch. No button error alarm noted. Unable to verify bolus anomaly and perform bolus wizard test, blood glucose meter test due to button keypad anomaly. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and her blood glucose entries were not being captured, despite being manually entered. The customer did not recall receiving the button error alarm and did not know what her blood glucose was at the time. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.